Event description:
On (B)(6) 2013, the reporter claimed that the patient experienced blood glucose (bg) of 36 mg/dl without symptoms as the result of bolus deliveries that the patient claimed were not programmed. It was said that the patient was treated with oral carbohydrates and that bg resolved to 300 mg/dl. The reporter reviewed the pump with customer technical support and discovered that the time was set for pm instead of am, and that after actual 12:00 noon on (B)(6) 2013 the date changed to (B)(6) 2013 because it read 12:00 midnight. The reporter confirmed that they likely set the time incorrectly. The bolus history showed nine 0.0 unit bolus were delivered in the 24-hour period that was reviewed but that the patient claimed were not programmed. Additionally, there was one lunch bolus and one breakfast bolus which the patient confirmed had been programmed. There was one bolus of 1.8 units that appeared on (B)(6) 2013 at 7:51 pm (likely 7:51 am) that the patient claimed was not programmed. This complaint is being reported because of the allegation of bolus amounts delivered without user intervention that resulted in a hypoglycemic event.

Manufacturer narrative:
Animas has conducted a review of the device history records for this pump and meter remote, and confirmed tha they were operating within required specifications at the time of release. The devices have been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The meter has been returned and evaluated by product analysis on 08/21/2013 with the following findings: investigation revealed that the meter powers up normally and was successfully paired with returned pump. Meter has software version v01.10. All keys on the meter keypad were found to be responsive to user input. No hypersensitive keys were observed. Pump and meter were exercised for 24hrs; no unprogrammed boluses were recorded in history during this time. Investigators were unable to duplicate the complaint. The pump has been returned and evaluated by product analysis on 08/21/2013 with the following findings: all keys on the keypad were found to be responsive to user input. No hypersensitive keys were observed. Investigators successfully performed a 10u normal bolus and a 10u audio bolus. Both were accurately recorded in the pump history. Pump successfully passed a 29hr flow accuracy test. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Investigators were unable to duplicate the complaint during the investigation process.